Event description:
Event description guidant received information that the patient with this pacemaker has a neurological disorder and passes out almost daily. It was questioned whether the sudden bradycardia response (sbr) feature was programmed aggressively enough to offset a sudden drop in intrinsic rate. In addition, multiple sbr episodes were stored in the device memory and caller would prefer to be able to view ventricular tachycardia episodes.